Event description:
T was reported that at the beginning of a ptca of a stenosis in the rca, the guide wire became stuck in the distal part of the artery and separated. The remaining part of the guide wire was retrieved with a goose neck snare kit.